Event description:
Family member of home pt (hp) reports two incidents of a leak through open clamp on effluent sample line of drain line of homechoice set, noted post treatment when fluid was found on floor. Family member reports the tip protector was "off" of the effluent sample line with both incidents. Family member reports leaving the clamp on this line open with each treatment, as that is how family member was trained. No pt injury or medical intervention required per hp.